Manufacturer narrative:
The causes of re-operation or percutaneous intervention for failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, severe regurgitation of the patient's mitral valve was observed. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple requests. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a 28mm 5200m annuloplasty ring was explanted after an implant duration of four (4) years, six (6) months due to severe, recurrent mitral regurgitation. Mitral valve replacement was performed with a 25mm 7300tfx pericardial valve. The patient was transferred to the cv ICU in stable condition. The patient was discharged home with home health on pod #9.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.